Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 3006705815-2022-00116. It was reported that lead migration issue was observed resulting in the patient experiencing ineffective therapy. Patient experienced a fall. Upon diagnostic testing lead impedances were normal and upon x-ray review no fractures were confirmed. A surgical intervention is anticipated in the near future. No additional information is available.

Event description:
New information received states that one lead was explanted, and one lead was repositioned on (B)(6) 2022. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.